Event description:
It was reported that prior to being used in a procedure, the 2.8x26mm graftmaster stent was noted to have flared stent struts on the tip. The device was not used in a procedure and there was no patient involvement. Another graftmaster stent was used for the procedure. There was no clinically significant delay reported in the procedure. Return device analysis noted a tear at the guide wire exit notch which leaked when pressurized. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported material deformation was confirmed. Additionally, the guidewire exit notch was noted to have a tear, which leaked under pressurization. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. The damage to the guidewire exit notch appears to be due to interaction with a guidewire; however, the account indicated the device was not used; therefore, the investigation was unable to determine a conclusive cause for the noted damage. There is no indication of a product quality issue with respect to manufacture, design or labeling.